Event description:
It was reported that during a low anterior resection procedure, the white on the clamp arm fell off during cleaning of the device. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.